Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis (left device) and a mentor smooth round moderate profile 475cc saline breast prosthesis (right device) that both deflated after implantation. Bilateral deflation was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.